Manufacturer narrative:
The customer¿s report that the needleless connector leaked at the insertion site was not confirmed. Visual inspection was performed on the extension set and smartsite connector to look for defects such as cracks, kinks, tears and separations. Visual inspection found no anomalies with the received smartsite and extension set. Functional testing of priming and infusion testing did not replicate any leaks at the connection between the smartsite and extension set or anywhere else throughout the set. The received extension set and smartsite connector¿s female and male luer ports were measured and found to be within iso standards. The root cause of the customer¿s report could not be determined.

Event description:
It was reported that the needleless connector leaked at the insertion site of end cap. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 10ml excelsior medical zr flush, lot 3135076, exp 2020-12-01, 0.9% sodium chloride injection. Device received and investigation has not started. Although requested, patient demographic details were not provided. Although the exact age is unknown, the patient is a child. A follow up report will be submitted with failure investigation results.

Event description:
It was reported that the needleless connector leaked at the insertion site of end cap. No patient harm was reported.